Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011 the patient began remedial treatment with reflin (1gm ip daily) and amikacin (250mg ip daily). The event of peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatment with reflin and amikacin. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.